Manufacturer narrative:
Analysis found that the suture sleeve was cut. Electrical analysis found normal device characteristics. No explanation was found for the reported threshold anomaly.

Event description:
It was reported that the lead exhibited high pacing threshold and low r waves. The lead was explanted and replaced.